Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported ventilator failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:24apr2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the issue was with the hospital and not the device. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.